Event description:
It was reported that during a gastric-intestine anastomose procedure, found that the tissue could not be cut out and only part of the staples came out after firing. Changed to hand sewing to complete the procedure. The patient is fine now.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transaction? What color reload? Knife used for both proximal and distal transaction. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) purse string device. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Needle forceps. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Unknown. When the device was fired, where was the indicator within the green zone/gap setting scale? Proximal part within green zone. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Near. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch hear and compressed until unable to fire further. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher when firing. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Yes. Is a pathology specimen and/or report available? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Donut confirmation. Did the operation change significantly as a result of the device issue? No. What is the patients age and sex? Female and (B)(6) old. Did a hcp other than the primary surgeon fire the instrument? Primary surgeon. Was there a recent conversion to ees devices in this account or with this surgeon? No.